Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug cefazolin. It was reported there was leakage. Per reporter volume was 300, stop volume 22.6, measured volume 31 and the calculated under infusion was 2.9 percent. No additional information is available at this time.